Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that while changing his infusion sets, he holds down the act button to fill the tubing, but the numbers never appear on the insulin pump. Insulin comes out the needle, but the device continues to say hold act to fill tubing. Customer's blood glucose level is 89 mg/dl. Customer is unable to exit the preparing to prime loop. He was instructed to hold down the act button until a second set of numbers or beeps occurs. Customer stated the numbers or beeping did not occur. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).